Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose over 500 mg/dl associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting was not completed at the time of the call. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 04/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/13/2016 with the following findings: the pump history showed that the pump was not in use between 01/23/2016 and 03/15/2016. The pump was running on default year of 2007 between 12/29/2015 to 03/15/2016. On 01/23/2016 an auto off alarm was recorded followed by a pump reboot. When the pump was powered back on, the time/date was set to 03/15/2016 16:24. The last basal delivery was on 03/18/2016. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. There were no delivery interruptions or errors, alarms or warnings during testing. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.